Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a "whole new system installed" about three months prior to report. The catheter "wasn't the right size" and had slipped out from where it went in and out of the vertebrae. The patient had never really had relief since the initial implant. She had a "little bit" of relief during the trial, but she felt that the trial wasn't long enough as the pain had "started back up again". During the trial, it was stated that the pain was between a zero and two (on a scale of ten), which was less than the eight she had prior to implant. It was noted that, even after the catheter revision, the patient still didn't have therapy and considered her pain a "ten". It was unclear which drugs were in the pump at the time of the event; however, the patient had used morphine in the past and was currently using fentanyl and another drug, possibly clonidine.